Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported aortic dissection could not be conclusively determined.

Event description:
Related manufacturer reference number: 3005334138-2018-00494. During a left ventricular tachycardia ablation procedure an aortic dissection occurred. A flexibility se and advisor hd grid were advanced through a short femoral arterial sheath for the procedure. Following the removal of the devices from the femoral access and compression was applied, the patient lost sensation to the right leg. A CT scan showed an aortic dissection with right leg embolization near the femoral access site. Vascular surgery was performed to stabilize the patient.